Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted during testing. The insulin pump was received with cracked case at display window corners, scratched lcd window. The insulin pump was received missing segments due to cracked zebra connector at lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer reported that the buttons were unresponsive. The customer reported that the numbers were ramping on their own. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's blood glucose was 79 mg/dl at the time of call. The customer stated that he treated the high blood glucose with manual injection. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.